Event description:
Account reports leak at the port section of the bag. This was noted during infusion and feels this is due to an incomplete seal of the bag on the port side. No adverse event occurred. While this happened during infusion, most of the product was recovered and infused from another bag.